Event description:
Complainant reported there was difficulty with clearing the air in the contrast line at prep and other lines were difficult but not as bad as the contrast line. It was also reported that air had been injected into a patient's coronary artery. There was no clinical event, the patient had no reaction and no changes to vital signs.

Manufacturer narrative:
Evaluation conclusions: device will not be returned, no lot number was provided. A follow-up report will be submitted if more information becomes available.